Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Although several attempts have been made, the product has not been returned for evaluation and no medwatch 3500a has been received. Additional information has been requested. Trends will be evaluated. This report will be updated when the investigation is complete.

Event description:
Allegedly, the screw backed out.